Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no blank display. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump has been exposed to moisture. Customer also stated that the insulin pump has a blank display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.